Event description:
It was reported that on (B)(6) 2013 the patient presented with chest pain while driving a car and was admitted to a different hospital. The patient had a positive troponin result and experienced ventricular fibrillation (vf) within 2 hours after being admitted and was intubated and ventilated. The patient was transferred to this hospital and continued to experience vf arrest. On arrival at the second hospital the patient was in cardiogenic shock with an anterior non-st elevation myocardial infarction (stemi). Placement of an intra-aortic balloon pump (iabp) and a percutaneous coronary intervention (pci) procedure revealed occluded, spontaneous dissection of the left anterior descending (lad) with timi 1 flow. The circumflex (cx) including intermediate artery had poor flow and the dominate right coronary artery (rca) was unobstructed. The echocardiogram showed a severely impaired left ventricle systolic function. A pci to the left main was complicated with the patient being hypotensive and requiring isotopes and a brief cycle of cardiopulmonary resuscitation (CPR) for pulseless electrical activity (pea). The lad was wired and the lad and left main (lm) were stented with a 3.5 x 20 mm non-abbott device with a good result. The cx was attempted to be wired, however, the wire seemed to exit the lm stent before entering the cx and it was decided to stent the ostial lm first. A 4.0 x 12 mm xience prime stent was deployed, however, the stent balloon would not deflate; all devices and the inflated stent delivery system (sds) were removed together along with both stents being explanted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During removal through the sheath the two stents were left free-floating in the iliac vessel. The vessel was re-wired and the guide catheter placed; the lad into the lm was treated with a 2.75 x 12 mm xience stent at 14 atmosphere (atm). The lm was treated with a 4.0 x 18 mm xience at 14 atm with a good final result of timi 3 flow in the lad and cx. The patient was transferred to recovery and a iabp was placed via the right femoral artery. It was reported that the patient died a few days later; the cause of death was noted as massive myocardial infarction (mi) and cardiogenic shock. No additional information was provided. Concomitant products: guide wire: balance middleweight j; guide cath: 3.5 ebu; other: heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.